Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR. Report#: 1627487-2011-05410, 05411, 05413, 05414. It was reported the pt received her scs system on (B)(6) 2009 including an ipg, 2 wide-spaced percutaneous leads (from different lots), 1 percutaneous lead, and 1 lead extension. It was reported the pt is experiencing discomfort at the ipg site due to its size. She is also having difficulty recharging her ipg and it's taking her longer to do so. In addition, the pt reported experiencing leg pain due to not receiving adequate coverage. She has been given an injection by her doctor to damage her leg pain. Attempts to gather add'l info were unsuccessful. No further info is available at this time.